Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. Additionally, changes in threshold and pacing impedance measurements were observed. The lead was observed to have dislodged. It was noted that the patient exhibited twiddler's syndrome. A revision procedure was performed. The lead was successfully explanted. An attempt was made to implant a new lv lead, however, the lead dislodged when cutting away the catheter. The physician elected to plug the lv port. No adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
---

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead did not pass the guidewire test due to the presence of blood/body fluid.